Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced adhesions, hernia recurrence, additional surgery and revision.

Manufacturer narrative:
Concomitant product: tem1515g(lot#: slf00394); 1020002 lifecell strattice mesh(lot# s10965-112); strap25 securestrap(lot# dhm090); strap2 securestrap, lot# dkz762. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a midline incisional hernia. It was reported that after underlay implant, the patient experienced adhesions, hernia recurrence, abnormal labs for wbc, benign membranous fibroconnective tissue, fibrosis, mild chronic inflammation, foreign body reaction, epigastric and abdominal tenderness, cholecystitis, sharp and intermittent periumbilical pain, skin bridge, abdominal pain, mesh divided, sutures had torn through, bulging and pain at left lower quadrant, and ileus. Post-operative patient treatment included nasogastric tube for ileus, laparoscopic cholecystectomy, laparoscopic lysis of adhesions, repair of incisional hernia with mesh, and hernia repairs with biologic and prosthetic mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.